Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the edge or the end of the serfas unit was broken when a surgery was being performed. It was further reported that the broken part was removed from the pt.